Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was not reported. It was reported that the patient was hospitalized due to chest pain and peritonitis. The patient treatment, patient outcome and action taken with pd therapy were not reported. No additional information is available.

Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: upon follow-up, it was reported that the peritonitis was manifested by cloudy pd effluent and chest pain. The cause of the events were unknown. On an unknown date, the patient was hospitalized due to another indication and was discharged; however, it was reported that the patient was not hospitalized for peritonitis and chest pain. On an unknown date, the patient was treated with meropenem injection (1gm, intraperitoneal, once daily, discontinued) for peritonitis. At the time of this report, the patient has recovered from the events. It was reported that treatment with dianeal therapy was discontinued; however, extraneal therapy was ongoing. Should additional relevant information become available, a supplemental report will be submitted.